Event description:
It was reported that (1) atw35 and (1) hdh05 and (1) msm20 were used during an unknown procedure. It was reported by the rep that all three items were given to the co with no explanation. It is unknown how the case was completed and there was no consequence to pt.